Event description:
The consumer stated that her (B)(6) year old daughter experienced redness and scarring after overnight incontinence garment usage. She stated that she used the product marketed for ¿usage in boy¿ because the store was out of the normal product she uses, which is indicated for use in girls. She also stated that her daughter is autistic and uses the product all day for incontinence. She stated that her daughter experienced redness after using 3-4 days. A few days later her symptoms worsened leaving a red mark. She applied first-aid ointment. She has since discontinued use.

Manufacturer narrative:
Device history record is under review. Information from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for evaluation at the time of this report.